Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's peripherally inserted central catheter (PICC), originally placed on (B)(6) 2026, became occluded on (B)(6) 2026. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. The only intervention required was removal of the affected device and replacement with another PICC.